Event description:
Venous air alarms occurred during two consecutive routine hemodialysis treatments. The operator discontinued treatment without performing rinseback resulting in a combined blood loss of 230cc. The patient received an epogen bolus of 20,000 units and was given iron. No other medical intervention was required.

Manufacturer narrative:
There is no evidence of a device malfunction. The reported blood loss events are attributed to the operator not performing rinseback of the patient's blood due to air present in the extracorporeal blood circuit. Air in the blood circuit was likely not adequately removed by the operator during set up and prime of the cartridge. The cycler alarmed appropriately to the presence of air. The user's guide provides adequate instructions for troubleshooting air alarms. Facility staff has provided add'l training to the operator. Nxstage medical considers this report closed. No add'l info will be provided.